Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Examination of the provided x-rays by a depuy warsaw material research scientist confirmed the fractured plate. The x-rays confirmed a radial wrist fracture and confirmed non-union. Provided information states the surgeon suspected non-union due to the patient being non-compliant and is very unhealthy. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised because the plate broke just above the most distal 3.5 screw hole in shaft.